Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately two weeks post implant the leads had to be ¿redone¿. Follow up revealed the right atrial (ra) lead exhibited high thresholds, high impedance and was found to have dislodged. During the revision procedure it was noted that the left ventricular (lv) and right ventricular (rv) leads had ¿pulled back¿. All the leads were revised and remain in use. No patient complications have been reported as a result of this event.